Event description:
It was reported that customer experienced a minimum fill notification while attempting to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, and then worked with technical support to load new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.